Manufacturer narrative:
This report is filed october 26, 2016. Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to poor performance. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, october 26, 2016.

Manufacturer narrative:
This report is submitted on july 10, 2017.